Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Acetabular revision and removal of titanium armed reaction (pseudo tumor). Delay of 60 minutes in this operation.

Event description:
Acetabular revision and removal of titanium armed reaction (pseudo tumor). Delay of 60 minutes in this operation.

Manufacturer narrative:
(B)(4). The investigation confirmed the reported event. The acetabular shell shows extensive evidence of bone fixation. The tapered polyethylene liner has disassociated from the metal back, which remains assembled to the shell. This debris is likely made of blood and bone particles, and their presence indicates that the liner may have disassociated from the metal back some time before revision. The rim of the liner shows considerable deformation in one area, which may have been caused by edge loading with the femoral head. It is unclear if this contributed to or was a consequence of liner disassociation from the metal back. The components, including the liner articulating surface, show the presence of a large amount of debris, including metal debris, but its origin is unclear and cannot be confirmed without examination of the femoral head and stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.